Event description:
It was reported that the patient complained of pain after recharging the ipg which lasted for a couple of days after recharging the ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, pain has been resolved.